Event description:
It was reported that during a bariatric procedure, the device was reported to the rep as broken. Upon further inspection of the said trocar, it appears to be in two pieces. The head of or surgical products describes that during the case under torque, the trocar broke in half. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: did any part of broken trocar sleeve fall into patient? Yes. If so, were all components retrieved? Yes. Was there any change to procedure or post op patient care? No. What was procedure date for this procedure? I was not told. What was product code for this device? 355rt. Was same surgeon using device? Yes.